Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. During evaluation the pump did not detect the cartridge during the load cartridge phase.

Event description:
The pt reported that the pump is not detecting the cartridge.